Manufacturer narrative:
.

Manufacturer narrative:
Patient weight not made available from the site. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a thoracic spine fusion procedure, the surgeon alleged an inaccuracy. The surgeon was navigating the thoracic probe and tap accurately with their own navlock trackers. When the driver and it's own navlock tracker were brought into the field with powerease drill attached, they placed the tip of the screw in the tapped hole and the software showed it 2-3 millimeters distal to where the tip actually was. The reference frame was placed on t11, the surgeon worked t8 to t11 and used the ratcheting handle for all other screws except three and there was a noticeable accuracy change whenever powerease was used instead of the handle. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.